Event description:
It was reported that the patient presented at the emergency room due to pain. Investigation noted cardiac perforation and pericardial effusion in the right ventricle. The patient's right ventricular lead was explanted on replaced on 9 feb 2023. The patient is in stable condition.